Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cassette and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the fresenius cassette was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the reported information, the patient¿s peritonitis was most likely due to a breach in aseptic technique/infection control while doing pd at home with household pets.

Event description:
During a customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) modality due to experiencing a serious infection. Additionally, it was noted the patient had difficulty achieving her target weight. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with a pd nurse familiar with the patient. The pd nurse indicated that the patient had peritonitis (date unknown) while previously on pd therapy with unknown fresenius cycler and cassette. The nurse reported the patient¿s peritonitis was not related to any issues with fresenius products. The nurse indicated the peritonitis was caused by patient breach in aseptic technique and infection control when the patient was doing pd treatments at home with her pet cats. The nurse stated the patient was treated with unknown antibiotic therapy and recovered from the peritonitis event. Moreover, the pd nurse indicated the patient was non-compliant with her pd treatments. It was stated the patient intermittently skipped her dialysis treatments which made achieving her target weight a challenge. Subsequently, on (B)(6) 2021, the patient was transitioned to hemodialysis for renal replacement needs, as patient was not a good candidate for pd modality. The nurse confirmed fresenius products did not cause any adverse effects to the patient.

Event description:
During a customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) modality due to experiencing a serious infection. Additionally, it was noted the patient had difficulty achieving her target weight. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with a pd nurse familiar with the patient. The pd nurse indicated that the patient had peritonitis (date unknown) while previously on pd therapy with unknown fresenius cycler and cassette. The nurse reported the patient¿s peritonitis was not related to any issues with fresenius products. The nurse indicated the peritonitis was caused by patient breach in aseptic technique and infection control when the patient was doing pd treatments at home with her pet cats. The nurse stated the patient was treated with unknown antibiotic therapy and recovered from the peritonitis event. Moreover, the pd nurse indicated the patient was non-compliant with her pd treatments. It was stated the patient intermittently skipped her dialysis treatments which made achieving her target weight a challenge. Subsequently, on (B)(6) 2021, the patient was transitioned to hemodialysis for renal replacement needs, as patient was not a good candidate for pd modality. The nurse confirmed fresenius products did not cause any adverse effects to the patient.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this facility regarding to cassette product been delivered. Since the complaint sample is not available for evaluation and no device history records (DHR) review was not performed since the lot number is unknown and no information was found on the system, the alleged event could not be confirmed. At this time, no sample has been provided. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, was review the user guide and states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection.